Event description:
The company was informed that the pt experienced loss of lock. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.